Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter was out of range for 1 hour. At the time of contact with dexcom technical support, patient reported to be in good condition and patient did not report any medical intervention or injuries.